Event description:
It was reported that during an unk procedure, the pouch string attached to the bag broke without force while pulling the handle back through the port. Failure to refire after successful firing. Hard to remove the device and parts together. Unk how case was completed. There were no adverse consequences to the pt. Additional info was requested but no response has been received.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.